Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, medication showed out of stock while nursing staff tries to pull for patient dose. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the out-of-stock issue. A technical support specialist troubleshot the device and confirmed that the customer resolved the issue by unloading and reloading the medication, which restored normal functionality. No further action was required. The system functioned as intended after the technical support specialist diagnosed the device.